Event description:
As reported by a field clinical specialist, during a tavr procedure with a 26mm sapien 3 ultra resilia valve, the 26mm commander delivery system balloon burst. Balloon rupture was visualized on fluoro and there was blood in the atrion when it was pulled negative. The delivery system pulled into sheath, but there was some resistance when nose cone was still 1-2cm outside sheath. They were able to remove the sheath and delivery system as one unit. The case went well, valve was deployed with good result, patient left room in stable condition. There was no patient injury.

Manufacturer narrative:
The investigation is ongoing.